Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was noted to be dislodged. The lead was sensing small p waves, and was losing capture. The patient was asymptomatic. The physician attempted to reposition the lead, but was having difficulty. The lead was explanted and replaced. The patient was stable throughout the procedure.